Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The device was stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The rewind functioned properly during testing. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, cracked lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 306 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received the motor error alarm during a bolus attempt and was unable to rewind. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer advised they had physical damage on the device. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack on the bottom left corner of the insulin pump and they are not sure how it happened. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.